Event description:
It was reported by customer that a sl PICC line on an inpatient today, and the peel away sheath broke at the hub and literally vacuumed into the patient's vein . It took the radiologist awhile and difficulties to try to snare this out of the patient's vein.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of introducer sheath damage was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4.5fr peel-apart sheath. The sample was received without the vessel dilator. Blood residue was observed on the sample. The sample was received in two segments which shared a complete break just distal of the orange finger tabs. Microscopic inspection of the break site revealed a granular fracture surface with regions of increased luster. Plastic deformation and mechanical damage were observed at the fracture site. Multiple parallel impressions were observed in the vicinity of the break. Matching tool impressions were also observed along the distal surface of the orange finger tabs. An attempt to peel the orange finger tabs was successful and unremarkable. An attempt to replicate the sample fracture using a non-complainant device was unsuccessful, as the grey ptfe sheath separated from the orange finger tabs prior to material failure. The abundant mechanical damage suggested that manipulation of the sample using a traumatic instrument likely contributed to the observed break; however, attempts to replicate the damage through such manipulation were unsuccessful, suggesting that an additional, unidentified factor(s) also contributed. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that a sl PICC line on an inpatient today, and the peel away sheath broke at the hub and literally vacuumed into the patient's vein . It took the radiologist awhile and difficulties to try to snare this out of the patient's vein.